Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle. A tear was observed at the proximal end of the shuttle tubing's side slit. It is unknown if the tear was a result of the excessive force applied during the retraction of the device. The advancer tube was separated and blood was observed on the outer surface of the tubing. The sealant was not returned with the device. The procedural sheath was on the catheter fully retracted. During the investigation, the shuttle movement was checked and no resistance was felt. However, wet blood was observed inside of the gray shuttle handle, which indicates that blood was forced inside the shuttle cartridge, potentially initiating swelling of the sealant. The catheter, shuttle cartridge, procedural sheath and advancer tube were inspected for anomalies that may have obstructed the device path during the procedural sheath retraction. No anomalies were observed. The review of the lot history record (f1611001) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which may have prevented the procedural sheath from being retracted during the procedure. Also, if high tension is applied to the balloon catheter during the shuttle deployment step it can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which can contribute to a device jam. However, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that when the deployer retracted the 5f procedural sheath, the mynxgrip device shuttle tube was noted to have broken and the sealant remained inside the shuttle tube. The device was being used for arterial closure following a diagnostic peripheral procedure. The stopcock on the procedural sheath was opened prior to shuttling down. When attempting to retract the sheath, strong resistance was felt. Excessive force was not applied when shuttling down. No kinks were noted in the sheath or device after removal. The patient was converted to manual compression for 30 minutes or less at which time hemostasis was achieved. The patient's hospitalization was not extended. No further information is available at this time.